Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of 600 mg/dl. The customer stated that they felt symptoms of vomiting and fever. The customer stated declined assistance from assistance. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.